Event description:
Reportedly, after the firing, could not pull back the device. The surgeon made an incision to proximal side of the bowel, then confirmed that a part of tissue had not been cut. Cut the area with a surgical knife and removed the device. Re-anastomosis was performed with another ppceea. This firing was completed properly. There was no bleeding. Procedure: lar double staple.

Manufacturer narrative:
.